Event description:
Customer reported "blood shooting back out" at user. Add'l event info was not provided at this time. There was no pt harm reported and no medical intervention was required. Customer stated that the user provided no add'l event or pt info.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). Although requested, set has not been received. A f/u report will be submitted with failure investigation results should the set be received for eval.